Event description:
The radioactive sources were left in the pt at the treatment site for a 30 second delay after the intended treatment time. Pt is in stable condition. The site indicated that they were reporting the radiation event to the state.